Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart mrx defibrillator paddles and paddle tray needed replacement "because blew up". Philips is attempting to obtain additional information. There was no patient involvement.